Manufacturer narrative:
Additional method code: this is the final report. Clinical summary: pt had used his implant successfully for approximatley two years. All electrodes appeared to be functional. In the spring of 1998, pt had no response or elevated responses on several electrodes. These electrodes were deactivated in his map. Pt's performance with the implant has remained comparable to his previous performance. The results of the integrity test were consistent with electrode array damage. Visual inspection: the electrode array was observed to have several kinks, bends, a cut and a slightly displaced electrode ring e9. The electrode array was observed to have torn silastic with exposed broken wires on the 2nd helix coil from the exit of the stimulators body. X-rays of the unit revealed broken wires at the 1st and 2nd helix coil from the exit of the stimulator body. X-rays of the unit revealed two immobile wire pieces inside the stimulators. The silastic of the stimulator body was observed to have a whitish discolouration near the magnet, yellow stains and various cuts. The titanium case was observed to have a brownish discolouration near the receiver coil feedthrough. Electrical tests: the unit failed the remote test; electrode short circuit was indicated. The unit passed the reflected receiver coil impedance test. The unit passed the implant load test. Continuity between electrode rings was checked, via the integrated circuit. Intermittent continuity, with flexing of the electrode, was observed on electrode e5, e15 and e16, but absent on all other electrodes. The unit failed the two point probe test; no output was detected. The unit failed a test of current pulse amplitude growth. After exposing the electrode feedthroughs, a two point probe test was performed at the feedthrough. Output was detected for all electrodes. After exposing the electrode feedthroughs, the unit passed a current pulse amplitude growth test performed at the feedthroughs. Continuity was checked from the feedthroughs to the electrodes. All electrodes tested open circuit up to the 5th helix coil from the exit of the stimulators body. Intermittent continuity was observed when flexing the electrode lead near the exit of the stimulators body on electrodes e3, e9, e15, e17 and e19. Conclusion: the implant failed due to the breakage of electrode wires at the electrode array exit from the stimulator body.

Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.